Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va024gr, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va024gr, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient's right pelvic area was in a lot of pain and had soreness. This was due to a sudden change in symptoms in (B)(6) 2015. The patient had an x-ray done and the only thing they could see was that the lead wires were into the right pelvic area. The patient hadn't turned off stimulation to see if the pain was stimulation or device related, but the patient thought it was not stimulation related. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.